Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 186 mg/dl. The customer stated that the battery was low and the settings disappeared, so he reset everything. Then, after replacing the battery, the battery still alerted low. He stated that he woke up on the morning of the call and the display was blank. He observed a scratched face plate on the insulin pump. Upon troubleshooting, the insulin pump's display did return, and the device passed the self test. Advised the customer to monitor the insulin pump. Nothing further reported.